Event description:
Country of complaint: (B)(6). During usage of the suture, there was separation between the needle and the thread at their point of contact. This has also occurred during removal from package.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(6) 2015. Mfg site investigation: eval on-going.

Manufacturer narrative:
Manufacturing site evaluation: samples received: none. Analysis and results: there are no previous complaints of this code batch. A total of (B)(4) units were manufactured and distributed, there are no units in stock. Without any closed sample a proper analysis cannot be performed in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: na.